Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared and the customer continued using the pump for insulin therapy.